Manufacturer narrative:
It should be noted that MRI exposure is contraindicated when the pump contains drug solution. (B)(4).

Event description:
It was reported that the patient underwent an MRI scan without following the proper pre-MRI protocol from the instructions for use (IFU). It was noted that there was an overinfusion of the medication in the pump, and the device was subsequently explanted. There were no patient effects reported, and the device will not be returned as the patient opted to retain it.